Event description:
According to the initial report, a korean patient with an infection that needs his implant replaced. There was an exposure that led to implant contamination. Not a real infection.

Manufacturer narrative:
It was reported to matrix surgical USA that a patient had an implant exposure that led to contamination. The surgeon indicated that the issue was not a real infection. The event occurred years after surgery and may have been attributed to an injury sustained during a haircut. The infection was reported to be a presumption of contamination secondary to the implant exposure. Additional information was requested including the current status of the patient, the lot number, and the date in which the event occurred. The surgeon indicated that there was no issue with the implant and no further additional information was received. A definitive lot number was not provided; therefore, a device history review was not performed. Conclusively, infection is a known inherit risk of any surgical procedure. The instructions for use list superficial and/or deep infection as a possible adverse effect.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, a (B)(6) patient with an infection that needs his implant replaced. There was an exposure that led to implant contamination. Not a real infection.